Event description:
The customer reported one drop of clear diluent leaked from the probe wipe during system startup involving the coulter lh 500 hematology analyzer. The fluid was not contained. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) replaced batteries to the power conditioner and realigned the probe wipe. The fse noticed the rinse block was leaking diluent during the probe rinse. The fse noted platelet r flags and second spike on the histogram. The fse replaced the red blood cell (rbc) bath and aperture due to spike on platelets. The fse replaced a broken ground spring to the red blood cell count line. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).